Event description:
After rptr's implants were put in he has steady pulling in his back. He hasn't gone back to have implants taken out because the dr advised that it would be best to leave them in. Now rptr doesn't have the money for another surgery. He has been having strange feelings throughout his body since these implants were put in.